Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation results: CT images dated (B)(6) 2018 were received by gore from the facility and an imaging evaluation was performed. There appeared to be contrast outside of the implanted device indicative of an endoleak, but of indeterminate origin. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2015, the patient was implanted with two gore® excluder® aaa endoprostheses. On (B)(6) 2018, a computed tomography (CT) scan reportedly revealed a suspected type ii endoleak contributing to aneurysm growth (amount not reported). On (B)(6) 2018, the patient underwent a secondary intervention procedure. An intra-operative angiograph revealed what was thought to be a type iii endoleak with a hole or disruption in the graft material. The physician elected to re-line both distal limbs with additional 14mm excluder® contralateral leg components. The patient tolerated the procedure.